Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the small white clip of the access port kit, wound protector accessory that attaches the bottom of the access port to the wound protector snapped. The breaking of the clip caused a rapid loss of pneumoperitoneum. The rapid loss of insufflation did cause a temporary loss of vision and control of the instruments. No injury or patient harm was reported. No fragment fell in the patient. No bleeding was reported. No collisions with instrumentation occurred. The access port kit, wound protector accessory was replaced with a backup access port kit, wound protector accessory. Shortly after exchanging the access port kit, wound protector accessory the same small white clip snapped again on the replacement. The breaking of the clip caused a rapid loss of pneumoperitoneum. The rapid loss of insufflation did cause a temporary loss of vision and control of the instruments. No injury or patient harm was reported. No fragment fell in the patient. No bleeding was reported. No collisions with instrumentation occurred. The surgeon placed a large surgical clamp on the access port kit, wound protector accessory to hold the pneumoperitoneum and completed the case robotically. No photos or videos of the procedure are available for review. Both access port kit, wound protector accessories were inspected prior to use. The surgeon believes the torque/movement of the scope contributed to the small white clip breaking. This complaint captures the second access port kit, wound protector accessory. The procedure was completed robotically with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received a product for failure analysis evaluation. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Refer to manufacturer report 2955842-2025-23316 for documentation of the second breakage during the same procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis found the primary failure of a broken tab to be related to the customer-reported complaint. Visual inspection was performed, and the access port was found to have a broken tab on the chamber retainer snap collar port.